Event description:
It was reported that a remote transmission showed noise and oversensing at very fast rates in both the atrial and ventricle channels at the same time, but the defibrillator system does not have an atrial lead. The device and the right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was additionally reported that the device was explanted and replaced.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. 2 ventricular fibrillation (vf) and 5 lead failure predictor (lfp) episodes of <(><<)> 220 ms v-v cycle are recorded between (B)(6) 2012 and (B)(6) 2013. 90 of 128 lifetime ventricular short interval counts (v-sic) occur since (B)(6) 2012. Lead integrity alert (lia) on (B)(6) 2012, and (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia (nst) and v-sic.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6940-52 implantable tachy lead, (B)(6) 1999, 6945-65 implantable tachy lead, (B)(6) 1999. (B)(4).